Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was on the way to the emergency room for severe low blood glucose (bg) levels. Patient just stated on the omnipod system on (B)(6) 2018. Symptoms reported include biting tongue, vomiting, vomiting up blood, severe loss of memory, headache, coughing bad last night. Patient¿s blood glucose reached lowest at 51 mg/dl while wearing the pod for longer than 48 hours on the infusion site (right thigh). Patient did 30 units of lantis at 9:00 am on (B)(6) 2018. On (B)(6) 2018 training day, 26 unit of bolus at 11:30 am was administered before applying the pod. Pod was activated at 2:00 pm. At 2:15 pm, patient¿s bg levels was 262 mg/dl and patient had taken a 5 unit bolus. Patient put in a temp basal of zero units per hour till 9:00 pm. Patient was advised to set basal 1.25 units- to take effect 9:00 am on (B)(6) 2018. On (B)(6) 2018 patient¿s bg levels was 117 mg/dl at 12:27 am, 100 mg/dl at 7:17 am, 184 mg/dl at 9:48 am, so patient bolus 14.35 units, 148 mg/dl at 1:55 pm, 51 mg/dl at 5:49 pm, patient bolus 16.5 units at 7:23 pm, 279 mg/dl at 8:30 pm, patient bolus 6 units, and 121 mg/dl at 10:51 pm. On (B)(6) 2018 patient¿s bg levels was 75 mg/dl at 6:30 am and 89 mg/dl at 8:30 am. Patient is a police officer and had missed lunch on (B)(6) 2018.